Manufacturer narrative:
Additional information has been requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient had been feeling tired and had been experiencing ventricular tachycardia (vt) episodes. It was reported that the patient was non-compliant. Upon interrogation, the device was found to be in storage mode. An invasive procedure was performed to explant and replace the device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.